Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the coating on the image guide (ig) coil peeling off could not be determined, however, it is likely that the event was the result of repeated use stress, external factors, or handling. The event can be detected by following the instructions for use which state: " chapter 3 preparation and inspection 3.2 inspection of the endoscope". ¿inspection of endoscope¿ ¿5. Cracks, dents, bulges, edges, scratches, holes, protruding metal wires from the inside, projections, slacks, deformation, bending, floating resin, peeling, peeling, etc. Visually check that there are no abnormalities such as foreign matter adhering or missing parts. 6. Grasp the insertion tube lightly with your hand, slide it in both directions along its entire length, and check with your hand that there is no catching on the entire circumference. Also ensure that the insertion site is not unusually stiff (see figure 3.4)¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, while using evis lucera bronchovideoscope buckling of the insertion tube occurred. There were no reports of patient harm associated with this event. During device evaluation at olympus, the coating of the image guide (ig) connecting tube was peeling off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. The connecting tube has coating peeling. (1mm2 or more), adhesive on bending section cover had a chip, the bending angle in up direction did not meet the standard value, and the light guide lens had a crack. Scratches were also found on the following device components: connecting tube, control unit, grip, up/down plate, angulation lever, switch box, universal cord and scope connector cover. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.